Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported during the scs trial procedure the patient experienced discomfort down the legs while the physician tried to advance the lead into the epidural space. The physician tried multiple approaches to no avail as the patient experienced discomfort each time. Subsequently, the physician abandon the procedure as the physician was unable to place the needle into the epidural space.